Event description:
Per customer medsun report: "event desc: the rn noticed that neither the primary or secondary bag was running through the IV pump although the pump had been set to infuse at 120ml/hr. The IV pump had not alarmed and showed that over 300 ml had infused, but the primary bag was still full. The rn replaced the tubing and it then infused correctly. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.